Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue was confirmed as a proximal balloon seal separation was noted. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Event description:
The procedure was to treat a mildly tortuous, moderately calcified, 80% stenosed, de novo lesion in the mid left anterior descending (mlad) artery. Using a radial access site, pre-dilatation was performed with a 2.5 semi compliant balloon catheter. The device crossed the lesion; however, the delivery balloon did not expand at all. After a few tries the device was removed. Another same type device was placed at the lesion and was successfully implanted. Post-dilatation was performed with a 3.0 nc balloon catheter at 16 atmospheres. There was no clinically significant delay in the procedure and adverse patient effects. No additional information was provided.